Event description:
It was reported an asymptomatic patient presented in clinic for follow up after receiving inappropriate therapy due to post-sensed t-wave oversensing. Programming changes were recommended. The physician elected to monitor the patient at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient continued to receive inappropriate therapy for t-wave oversensing. The physician elected to cap and replace the sense/pace portion of the lead. The defib portion remains active. The patients condition was good after the procedure.